Manufacturer narrative:
Patient information was requested, but not provided.

Event description:
The customer reported that the ventilator alarmed with machine and proximal pressure sensors failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.